Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded which could have caused a threshold anomaly. Abrasions are in dictative of exposure to constant friction with another implantable device.

Event description:
It was reported that the lead exhibited high thresholds and variable impedance. The lead was explanted and replaced.